Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 575 mg/dl while wearing the pod between 24 and 36 hours. Insulin was leaking from the pod. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no damages, tears, or leaks in the fluid path that would result in fluid leaking from the pod or the device failing to deliver insulin. Cracks were found on the outer bottom housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.